Manufacturer narrative:
Device evaluation.

Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Patient reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell and others. A curved opening on posterior, underweight, wear abrasion, fold creases, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, a crease sharp broken on anterior, a crease sharp opening on posterior, and stress marks. Based on the device analysis, the final assessment is: a crease sharp broken on anterior assessed, as fold flaw opening. A crease sharp opening on posterior assessed, as fold flaw opening. Missing shell assessed, as inconclusive.

Event description:
Patient reported, right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.